Manufacturer narrative:
A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. Device will not be returned.

Event description:
It was reported that the patient underwent an explant procedure one day following implantation of the device to address paralysis.

Event description:
It was reported that the patient underwent an explant procedure one day following implantation of the device to address paralysis.